Event description:
It was reported that the caster on the (B)(4) power chair was replaced and did not order new mounting hardware but instead used the old hardware to attach it. Provider advised that the hardware broke while customer was using it.